Event description:
It was reported through the research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience?¿ that the heartmate 3 (hm3) may be related to aortic insufficiency/regurgitation. This observational study included 348 left ventricular assist device (lvad) patients implanted from january 2014 to october 2024. Of those 348, 7(2%) patients received a transcatheter aortic valve replacement (tavr) for significant (aortic regurgitation) ar and were included 5 with hm3 (patients 2 to 6). This event is created for patient 4, male, age 43. The patient underwent the tavr 1343 days after lvad implant. The patient underwent the tavr due to mild to moderate (mitral regurgitation) mr, mild (tricuspid regurgitation) tr, and severe ar. The patient was discharged alive with no mr, tr, ar, pvl, al, and no postprocedural complications.

Manufacturer narrative:
Section a: the patient date of birth, weight, and initial are unknown. Section b3: date of event has been entered as 01oct2024 since the lvad implant occurred between (B)(6) 2014 to (B)(6) 2024. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662. (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section e: initial reporter information corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system in use and the reported events could not be conclusively determined through this evaluation. The research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience¿ was received. The article sought to describe the clinical characteristics and outcomes of patients with left ventricular assist device (lvad) and aortic regurgitation (ar) who underwent treatment with transcatheter aortic valve replacement (tavr) at a single center. A total of seven patients with lvads were included. This event covers patient 4. It was reported that the patient, male, age 43, underwent the tavr 1343 days after lvad implant. The patient underwent the tavr due to mild to moderate mitral regurgitation (mr), mild tricuspid regurgitation (tr), and severe ar. The patient was discharged alive with no mr, tr, ar, paravalvular leak, al, and no postprocedural complications. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided. The serial number of the heartmate 3 left ventricular assist system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.